Event description:
The physician reported that the patient had experienced respiratory arrest and had undergone cardiac massage. During this procedure, it is suspected that the generator had migrated and was no longer in the pocket. The patient has reported about not feeling the stimulation and increasing depression since the chest procedure. However, the physician clarified that the patient reports feeling stimulation every once in a while, but not as much as before. Based on good diagnostic test results, it was explained to the physician that the device is functioning as intended and that the patient could have become acclimatized to the sensation at the current settings. It was recommended that the output current could be increased to the next level. No additional relevant information has been received to date.